Event description:
It was reported the patient suddenly lost stimulation and her charger was unable to charge her ipg. A replacement charging system was sent to the patient and the issue persisted. The patient stated she has gained 40 pounds. The sjm representative met with the patient and confirmed the ipg cannot communicate with the external devices. Also, the programmer displayed a communication error. Surgical intervention is pending to address this issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.